Manufacturer narrative:
It was reported, that the locking mechanism allegedly does not stay locked. No injury reported. The actual device was evaluated. And the customer complaint was confirmed.

Event description:
It was reported, that the locking mechanism allegedly does not stay locked. No injury reported.